Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances and loss of capture (loc). It was believed that the ra lead had fractured. A lead revision procedure was performed, this ra lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.